Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: examination of the returned complaint device revealed that there was blood was in the shaft and the cap was closed when received. There were numerous kinks throughout the shaft. A microscopic examination revealed the tip was damaged. The markerband was damaged and part of the inner liner was visible indicating delamination at the tip of the device. The watchman delivery system (wds) used in the procedure was returned for analysis and used for functional testing. An attempt to insert the returned wds through the was unsuccessful, due to the damage of the wds and the was. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR: 2134265-2016-03128. It was reported that the device became kinked. A 27mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were selected. However, during removal the was became kink and the wds became deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.